Manufacturer narrative:
D2b pro code (product code): dqk, dsk.

Event description:
It was reported that an incorrect measurement occurred. The avvigo plus multi-modality guidance system was selected for use in an intravascular ultrasound (ivus) procedure. After a 48 mm stent was implanted, ivus measured the stent length as 33 mm. There were no patient complications.

Event description:
It was reported that an incorrect measurement occurred. The avvigo plus multi-modality guidance system was selected for use in an intravascular ultrasound (ivus) procedure. After a 48 mm stent was implanted, ivus measured the stent length as 33 mm. There were no patient complications.

Manufacturer narrative:
D2b pro code (product code): dqk, dsk. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: service history was reviewed for the avvigo plus mob system china sn# (B)(6) and there were no service records after (B)(6) 2025 when the console was last serviced. As there were no cases or complaints created for the alleged unit prior to the currently reported events to suggest performance issues, it was considered fully functional with no issues from that date until the reported event date of 30dec2025. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the cause of the reported event is unknown. Device was not returned for analysis. The investigation conclusion code of cause not established was selected.